Event description:
The iab was inserted into the pt on 5/15/97. On 5/17/97, the "gas leak" alarm sounded from the system 97 pump and the iab leaked. The iab was removed. No second was inserted. Event complications: none from the event - rpt'd 5/21/97, 6/12/97. Pt current status: critical - rpt'd 5/21/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.